Event description:
On 06-jan-2022, a device evaluation was completed by kci quality engineering. On 30-aug-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.

Manufacturer narrative:
H3: other (code unspecified, describe in h10): the activ.a.c.¿ ion progress¿ remote therapy monitoring system was not returned to kci; therefore, a device evaluation could not be performed. Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged admission and surgical procedure are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before placement. An evaluation of the device after patient placement could not be performed.

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient: the patient was admitted to the hospital for a surgical wound procedure. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.

Manufacturer narrative:
Date of event: the date of the patient's admission was not provided, therefore the incident awareness date, (B)(6) 2021 was utilized. Based on the information provided, it cannot be determined that the alleged admission and surgical procedure are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has significant comorbidities that may predispose to developing further wound complications which can occur despite the use of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. An evaluation of the device is pending return of the device. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. -assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: -in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.